Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation the physician noted high threshold measurements leading to loss of capture for the right ventricular (rv) lead. The patient is not pacemaker dependent and was pacing on the left. It was noted that the rv lead impedance and sensing were good and stable since implant and since there was no evidence of noise the physician believed the loss of capture to be due to exit block. A revision procedure was performed where the lead was successfully repositioned with good measurements. The rv lead remains in service and no additional adverse patient effects were reported.